Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, broken belt clip slot. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the chunk plastic was missing. The customer blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had unexplained no delivery alarm and failed battery alarm. Customer also stated that the scratches on the surface of the screen and top of reservoir between battery compartment. The insulin pump will not be returned for analysis.